Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0109 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported on october 12, 2020, due to the long-term infusion of stimulating chemotherapeutics, PICC catheterization was performed for the patient. The patient was given PICC maintenance once a week as directed by the doctor. He was admitted to the hospital again on november 27 and found that the PICC catheter prolapsed nearly 28 cm. He was evaluated for the risk of continuing to use chemotherapeutics. On november 30, he pulled out and re-implanted a PICC in his left upper limb for treatment.